Event description:
Cracked or broken pivot.

Manufacturer narrative:
Broken pivot point confirmed in the laboratory. Broken pivot point. Abbott standard procedure includes attempting to obtain all required information from the source.